Event description:
Had allergan natrelle breast implants put in following a double mastectomy. Both were indented within a couple of months. My doctor didn't know if they were broken or flipped so had them replaced on (B)(6) 2017. Used same allergan natrelle implants but in a bigger size. Again, both have flipped. Called and reported to allergan. They don't see it as a product defect when four of four implants have flipped.